Event description:
It was reported that the customer overdosed/stacked insulin leading to the low blood glucose. The customer's bg level subsequently decreased to 40 mg/dl. The customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: if the occlusion alarm occurs during bolus delivery, after tapping, a screen will appear letting you know how much of the requested bolus was delivered before the occlusion alarm. When the occlusion is cleared, some or all of the previously requested insulin volume may be delivered. Test your bg at the time of alarm and follow your healthcare provider¿s instructions for managing potential or confirmed occlusions.